Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on the patient, the cs300 intra-aortic balloon pump (iabp) had an alarm for iab circuit leak gas loss was issued. There was no harm reported.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusions), a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported reproduction of symptoms could not be confirmed. A running test was performed on the inspection iab for about 6 hours in the hospital, but no abnormalities were found. Each leak test was performed in the function test and was good. The filling port was a little loose, so it was tightened. The operation was checked and found to be good. There was no abnormality in the iab catheter.

Event description:
Na.